Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had occurred incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient involvement.